Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On march 12, 2026, the patient reported experiencing elevated blood glucose levels after approximately 24-36 hours of pod wear on the abdomen. Blood glucose levels reportedly increased to 780 mg/dl. The patient developed symptoms including vomiting and dehydration and reported that after going to bed, she lost consciousness. She was subsequently transported to the emergency room (ER) by her spouse after alerts were received on her phone. No omnipod alarms were reported at the time of the event. The patient remained under observation in the ER for approximately eight hours and was later admitted to the intensive care unit. The medical diagnosis provided during evaluation was diabetic ketoacidosis. Treatment during hospitalization included intravenous therapy and insulin, with blood work also conducted. The patient reported that kidney function was affected but improved following treatment. The patient remained hospitalized for approximately three days and was discharged on (B)(6) 2026.